Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿make sure that the video connector and its electrical contacts are completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with wet and/or dirty electrical contacts, the endoscope and video system center may malfunction. Connect the endoscope or camera head all the way into the socket. The improper connection may increase image noise or may cause disappearance of the endoscopic image during operation. When the video connector is disconnected, the color bar is displayed.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that there was a scope error code "e226" while using the visera elite ii video system center. The reported phenomenon occurred during an unspecified procedure. There was no patient harm associated with the event.

Manufacturer narrative:
To date, this device has not been returned to olympus for evaluation. Olympus technical assistance center (tac) troubleshot with the customer and determined when testing with the three scopes indicated in d10, the scopes had worked another similar device. The investigation is ongoing; therefore, the root cause of the device problem cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.